Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damge occurred. The 90% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. The taxus liberte 2.5x28mm taxus liberte stent delivery system (sds) was unable to cross the lesion and the stent edge became damaged. The procedure was completed with another stent. There were no pt complications and the pt's current condition is listed as "good".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. The taxus liberte 2.5x28mm taxus liberte stent delivery system (sds) was unable to cross the lesion and the stent edge became damaged. The procedure was completed with another stent. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- updated a visual and microscopic examination of the returned stent delivery system (sds) revealed stent damage. There were two struts raised, one in the middle section of the stent and one 4 rows from the proximal edge of the stent. The balloon and tip sections of the device were further examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. There was solidified blood present within the inflation lumen indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).